Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2022. During the procedure, they noticed that there was an issue with inflation and deflation of the balloon. The procedure was been completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.